Event description:
It was reported via medwatch report that the registered cardiovascular invasive specialist (rcis) and doctor were scrubbed in on a cardiac ablation. The rcis flushed the brk needle on the back scrub table with heparinized saline solution. The rcis then brought the needle to the procedure table and assisted the doctor in advancing the needle into the pt through a sheath located in the pt's groin. Once in place, the rcis and doctor aspirated and found they were receiving large amounts of air. They then removed the brk needle; the rcis took it to the back table to re-flush it. When connecting the syringe to the needles hub, he found that he was unable to get an air tight seal. They then replaced the brk needle with another needle. There were no complications and the pt's procedure went along as planned without any further occurrences.

Manufacturer narrative:
One brk needle and stylet were received for eval. Review of the device history record confirmed this lot me mfg requirements prior to shipment. In conclusion, analysis confirmed an intermittent leak with the needle stopcock in the close position. The stopcock valve was gently pushed laterally from the non-lever side and a leak was detected from both the lever seal and the non-lever seal.